Manufacturer narrative:
The site inspected the equipment and discovered that the f11/f12 fuses had blown. They replaced the fuses with ones that were on-hand. After replacement, the system was tested and the issue was found to be resolved. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the mobile view station (mvs) did not turn on when plugged into a working outlet. There was no system and line power present. The line power light was not on. There was no patient present when this issue was identified.